Manufacturer narrative:
Findings: act button did not respond due to flattened button dome switch. Unable to verify excessive no delivery alarm due to no button response. Unit received without original belt clip. Pump received with scratched display window, cracked display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.